Manufacturer narrative:
The reported icy catheter leak was not confirmed. No leak was observed during functional testing. Visual inspection of the returned catheter was performed and found no physical damage to the catheter. The balloons were examined and there were no tears, balloon bond detachment or rupture noted. Functional testing of the returned catheter was performed. All infusion ports and extension tubes were flushed without resistance. The catheter was connected to a pressurized inflation device, the balloons fully inflated when pressurized up to 100 psi without any issues. The balloons did not leak during inflation and deflation. No leak was observed. All lumens flushed as intended. During manufacturing, all catheters are 100 % inspected for leaks by subjecting them to pressure testing. Only units that pass are moved to the next process. Historical complaints were reviewed for service information related to the reported complaint and there were three similar complaints reported for the catheter with lot number 83534. (B)(6), reported on (B)(6) 2018, a pinhole leak was found at the middle of proximal balloon. (B)(6), reported on (B)(6) 2018, no problem found. (B)(6), reported on (B)(6) 2019, a pinhole leak was observed at the middle of medial balloon.

Event description:
It was reported that during patient therapy with the thermogard tgxp, it was observed two bags of saline had emptied. The patient was inserted with an icy catheter through the femoral vein by an experienced physician without any issue. Approximately 20 hours after the treatment started, thermogard xp ivtm system generated airtrap alarm error message. The saline bag was observed almost empty. After inspection, the user did not observe any leak near the console or around the patient. The console was placed on stand by to replace the saline bag and after re-priming, therapy was continued. The console displayed airtrap alarm error message again, 2 hours later, and the fluid level was noted low in the bag. The catheter leak was suspected and the user was instructed to replace the catheter over the guidewire. The catheter was replaced with solex catheter and the customer was able to continue with the treatment utilizing the same console. No known impact or patient consequence information was available.